Event description:
Information received indicates when the brakes were engaged. The brakes did not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found that the set screws were broken off in the hex rods. He replaced the set screws and hex rods to repair the stretcher.